Manufacturer narrative:
(B)(4). Evaluation results and conclusion: severely tortuous vessels.

Event description:
The endurant stent graft system was implanted in a patient for the endovascular treatment of a greater than 7 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was short at 8 mm in length, 26-28 mm in diameter, straight, and had thrombus. The iliac arteries were 13-14 mm in diameter, non-calcified, but severely tortuous with m-shaped turns. A 22 fr sheath was used to help advance the endurant bifurcated stent graft. The sheath could not be inserted all the way due to the vessel tortuosity; however, the endurant device was able to be advanced to the intended landing zone. There were no issues with deployment. After recapturing the tip successfully, there was a very slight disconnection between the nose cone and the graft cover. It was suspected that the nose cone and graft cover would not be completely joined together until straight iliac anatomy was reached. As the device was being withdrawn, the nose cone got caught on 1 part of the tortuous iliac curve, while the graft cover got caught on another curve. There was no injury to the vessel. After some minor manipulation, the device was able to be withdrawn, and the nose cone and graft cover were rejoined in the straight portion of the iliac. No clinical sequelae were reported and the patient is fine.